Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No device issues were identified related to the reported low blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 543 mg/dl and carbohydrates were consumed to address the bg level. The customer and the healthcare provider were still "fine-tuning" the customer's therapy. The customer reported the pump had a malfunction which resulted in no display on the pump. The customer felt the bg was stable during this event and was to use a non-tandem pump for insulin therapy.